Event description:
Venodyne machine was alarming. When in fact should stay quiet. Replacement issued. No injury alleged. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).